Event description:
Customer called to report that they were hospitalized for low blood glucose levels. Customer's blood glucose levels at the time of hospitalization was 24 mg/dl. Customer states the significant event leading to the admission was customer was not responding in the middle of a tour at a museum. Customer stated that blood glucose levels were low due to missing lunch. Product is not being returned or replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.